Manufacturer narrative:
(B)(4). D10: 00631005032 liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells 61609479. 00801803201 femoral head sterile product do not resterilize 12/14 taper 61660107. 00625006540 bone screw self-tapping 6.5 mm dia. 40 mm length 61636641. 00771101200 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 12.5 standard offset 61636727. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, the patient reported chronic pain that started and received multiple steroid injections, reporting temporary relief. The patient underwent left hip arthroscopy for psoas tendon release from lesser trochanter due to continued pain and bursitis. No intraoperative complications reported.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).